Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data and pump alarm history revealed frequent replace battery alarms recorded. On investigation, the pump powered on normally. Electrical current draws were evaluated and noted to be high. Moisture corrosion was noted inside the battery compartment and the battery compartment was confirmed to be cracked. Leak testing confirmed moisture ingress at the site of the battery compartment crack. Additional moisture damage found inside the pump to the printed circuit board causing the short battery life issue. Investigation duplicated the complaint.